Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device doesn't work. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that liquid in the scope. The complete system was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Improper of maintenance or lack of cleaning can be the most probable root causes of liquid in the scope. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown procedure on an unknown date, it was observed that the endoscope device did not work during in-house engineering evaluation, it was determined that there was liquid in the scope. There were no adverse patient consequences reported. No additional information was provided.